Manufacturer narrative:
Product complaint #:(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ****it was stated the patient was given ¿treatment due to wound infection and failure at another site¿. Please clarify and provide details of what is meant by ¿failure at another site¿. ****is bicryl an ethicon product? ****is bicryl supposed to be vicryl suture? Please confirm: did this event occur post-op? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any surgical/medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a caesarean section on an unknown date and a barbed suture was used for dermis suture. The suture was performed at an angle to the incision wound. Bicryl was used on fascia and subcutaneous. Atofine was used on epidermis. Sanitization and wound cleaning were performed before wound closure. Post-op, wound infection was found in outpatient 1 month after surgery. The patient is discharged. The patient was treated at another hospital and is stable now. The patient was transported to the university for treatment due to wound infection and failure at another site (the details are unknown). According to a surgeon at the university, the problem may have been caused by continuous suturing of the dermis. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: this file was initially created as 1 ip for stratafix spiral pds plus suture. As it was stated that vicryl suture of an unknown product code was also used on the patient (in a different tissue layer), please provide the following information for the vicryl suture: is there a complaint against the vicryl suture? Surgeon didn't clarify if the vicryl directly involved the infection. The use of vicryl was shared as procedural information. Is the vicryl suture involved in the infection? Surgeon didn't clarify if the vicryl directly involved the infection. The use of vicryl was shared as procedural information. Did the infection extend into the layer of tissue where the vicryl suture was used? Unk ***if the information above is not known, a second ip for vicryl suture unknown will be created to conservatively capture the infection. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3a. Additional information was requested, and the following was obtained: it was stated the patient was given ¿treatment due to wound infection and failure at another site¿. Please clarify and provide details of what is meant by ¿failure at another site¿. The surgeon didn't provide the detail information, but he indicated that there was some problems at other site of our product used. Is bicryl an ethicon product? Yes, vicryl but product code was unk is bicryl supposed to be vicryl suture? Yes, vicryl but product code was unk. Please confirm: did this event occur post-op? Yes please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure female date of index surgical procedure? Unk what was the tissue condition (normal, thin, calcified, fragile, diseased)? No special condition was reported was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes was at least one reverse stitch performed prior to closure? Yes please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection).at wound site please provide the onset date/time of infection from the initial surgical procedure.a month post-op. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No did the patient receive any prophylactic antibiotics pre-, intra- or post-operation?¿unk were cultures performed? If so, please provide the results. Unk how much and what type of drainage is present in this wound? Unk please describe any surgical/medical intervention performed including medication name and results. The patient was receive treatment in the other hospital, but the detail was unk were any pre-op cleansing procedures changed recently? If yes, please describe. No did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No what symptoms did the patient experience following the index surgical procedure? Onset date? Infection. Other relevant patient history/concomitant medications? No what is the physician¿s opinion as to the etiology of or contributing factors to this event? It is not possible to determine whether the wound infection itself is directly causally related to sxpp1b113. What is the patient's current status? The patient was discharged from the hospital. Lot number? Unk I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This file was initially created as 1 ip for stratafix spiral pds plus suture. As it was stated that vicryl suture of an unknown product code was also used on the patient (in a different tissue layer), please provide the following information for the vicryl suture: is there a complaint against the vicryl suture? Is the vicryl suture involved in the infection? Did the infection extend into the layer of tissue where the vicryl suture was used? If the information above is not known, a second ip for vicryl suture unknown will be created to conservatively capture the infection.